Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that following an ablation procedure, the patient experienced atrial fibrillation and went to their general practitioner. The patient was given a holter monitor (electrocardiogram (EKG)) which verified atrial flutter. The patient was given oral flecainide and the event resolved. No device malfunctions were reported. The device is not expected to be returned.